Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead triggered an out of range shock impedance alert. Boston scientific technical services mentioned the lead had been very stable over the course of the last year. The field representative was going to discuss with clinic. According to the field representative, the device will be adjusted around the shock impedance alert for out of range. The clinic will continue to monitor remotely. No adverse patient effects were reported.